Event description:
It was reported that, during 3-4 procedures, the suture of the fast-fix flex devices broke off while tensioning the knot down. The residual suture was removed with a shaver. It is unknown the exact number of patients who experienced this issue or the outcomes for the patients involved. No additional information was provided.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the suture of one (1) fast-fix flex broke off while tensioning the knot down. The residual suture was removed with a shaver. There was a non-significant-delay, with no additional anesthesia being required, and the procedure was completed using the same device. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during 3-4 procedures, the suture of the fast-fix flex devices broke off while tensioning the knot down. The residual suture was removed with a shaver. There were non-significant-delays, with no additional anesthesia being required, and the procedures were completed using the same devices. It is unknown the exact number of patients who experienced this issue or the outcomes for the patients involved. No additional information was provided.